Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/perforation (fallopian tube(s)),") and pelvic inflammatory disease ("pelvic inflammatory disease") in an adult female patient who had essure (batch no. B09699) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation performed with essure insertion". The patient's past medical history included migraine (not recovered prior to essure), headache (not recovered prior to essure), vaginal discharge (not recovered prior to essure), uterine dilation and curettage and multiparous. Concurrent conditions included uterine bleeding and vaginitis. Concomitant products included ferrous sulfate (ferrous sulphate) and propranolol. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia."), antinuclear antibody positive ("autoimmune disorder type of disorder: tested positive for the ana test"), anaemia ("blood or heart disorder/condition type: anemia, blood clots"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines / headaches"), headache ("migraines / headaches") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dizziness ("dizzy") and coagulopathy ("blood or heart disorder/condition-blood clots"). The patient was treated with iron, surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, antinuclear antibody positive, anaemia, dizziness, dyspareunia, migraine, headache and coagulopathy outcome was unknown and the vaginal haemorrhage, menorrhagia, fatigue, alopecia and vaginal discharge had resolved. The reporter considered alopecia, anaemia, antinuclear antibody positive, coagulopathy, dizziness, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic inflammatory disease, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: there were about 4 to 5 proximal coils noted. Essure spring and there were about 4 to 5 proximal coils noted. Diagnostic results: (B)(6) 2014: the tubal occlusion is unsuccessful bilaterally at this time. (B)(6) 2014: free spillage is identified from the left fallopian tube. Contrast is identified in the right fallopian tube without clear evidence of free spillage. Unsuccessful occlusion of the left fallopian tube. Successful occlusion of the right fallopian tube is not discretely confirmed. (Per mr). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dizzy, menorrhagia, headaches, fatigue, dyspareunia, anemia, vaginal discharge, pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: quality safety evaluation of ptc (product technical complaint) iincident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/perforation (fallopian tube(s)),") and pelvic inflammatory disease ("pelvic inflammatory disease") in an adult female patient who had essure (batch no. B09699) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation performed with essure insertion". The patient's past medical history included migraine (not recovered prior to essure), headache (not recovered prior to essure), vaginal discharge (not recovered prior to essure), uterine dilation and curettage and multiparous. Concurrent conditions included uterine bleeding and vaginitis. Concomitant products included ferrous sulfate (ferrous sulphate) and propranolol. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia."), antinuclear antibody positive ("autoimmune disorder type of disorder: tested positive for the ana test"), anaemia ("blood or heart disorder/condition type: anemia, blood clots"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines / headaches"), headache ("migraines / headaches") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dizziness ("dizzy") and coagulopathy ("blood or heart disorder/condition-blood clots"). The patient was treated with iron, surgery (salpingectomy (bilateral removal of fallopian tubes)) .essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, antinuclear antibody positive, anaemia, dizziness, dyspareunia, migraine, headache and coagulopathy outcome was unknown and the vaginal haemorrhage, menorrhagia, fatigue, alopecia and vaginal discharge had resolved. The reporter considered alopecia, anaemia, antinuclear antibody positive, coagulopathy, dizziness, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic inflammatory disease, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: there were about 4 to 5 proximal coils noted. Essure spring and there were about 4 to 5 proximal coils noted. Diagnostic results: (B)(6) 2014: the tubal occlusion is unsuccessful bilaterally at this time. (B)(6) 2014: free spillage is identified from the left fallopian tube. Contrast is identified in the right fallopian tube without clear evidence of free spillage. Unsuccessful occlusion of the left fallopian tube. Successful occlusion of the right fallopian tube is not discretely confirmed. (Per mr). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dizzy, menorrhagia, headaches, fatigue, dyspareunia, anemia, vaginal discharge, pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), abnormal bleeding, autoimmune disorder type of disorder: tested positive for the ana test, blood or heartdisorder/condition type: anemia, blood clots, dizzy, dyspareunia (painful sexual intercourse), fatigue, hair loss, migraines / headaches, perforation (fallopian tube(s)), vaginal discharge,were added. Outcome of the events were updated, lot number received. Patient's medical history was updated. Iincident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.